Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037187780. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal (imaging and medication required). Risk review a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an uncovered lobe was identified. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) and computed tomography (CT) imaging demonstrated an uncovered laa lobe measuring approximately 1.5 cm. The patient has experienced no adverse events and remains on oral anticoagulation therapy. It was noted that intraoperative intracardiac echocardiogram (ice) imaging at the time of implant did not demonstrate the uncovered lobe seen on follow-up imaging. Further management options, including potential additional closure, are currently being discussed, and advanced imaging is being performed. The issue remains ongoing. It was further reported, there will be a leak closure procedure performed on (B)(6), 2026 in response to the event.

Event description:
It was reported that an uncovered lobe was identified. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) and computed tomography (CT) imaging demonstrated an uncovered laa lobe measuring approximately 1.5 cm. The patient has experienced no adverse events and remains on oral anticoagulation therapy. It was noted that intraoperative intracardiac echocardiogram (ice) imaging at the time of implant did not demonstrate the uncovered lobe seen on follow-up imaging. Further management options, including potential additional closure, are currently being discussed, and advanced imaging is being performed. The issue remains ongoing.

Manufacturer narrative:
B5: information added. H6 impact code added: additional device required.

Event description:
It was reported that an uncovered lobe was identified. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) and computed tomography (CT) imaging demonstrated an uncovered laa lobe measuring approximately 1.5 cm. The patient has experienced no adverse events and remains on oral anticoagulation therapy. It was noted that intraoperative intracardiac echocardiogram (ice) imaging at the time of implant did not demonstrate the uncovered lobe seen on follow-up imaging. Further management options, including potential additional closure, are currently being discussed, and advanced imaging is being performed. The issue remains ongoing. It was further reported, there will be a leak closure procedure performed on (B)(6) 2026 in response to the event.